Event description:
It was reported patient underwent a meniscus procedure in (B)(6) 2013. During the procedure, the grasper fractured and fractured pieces fell into surgical site. The pieces were removed and the surgeon used another suture retriever to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instructions, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2013.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.